Manufacturer narrative:
A new atrial lead was successfully implanted. The abandoned lead was not returned to boston scientififc; therefore, the clinical observations could not be confirmed. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific received information that this atrial lead impedance increased from 500 ohms to greater than 3,000 ohms. A lead fracture was suspected. During the routine device replacement procedure; the atrial lead was surgically abandoned and replaced. No additional adverse patient effects were reported.